Event description:
The health care professional (hcp) reported that the patient was not using their spinal cord stimulator (scs) device ¿it just wasn't working, it wasn't doing the job [they] needed.¿ inquired MRI compatibility guidelines. The consumer reported that the patient was scheduled for an MRI, not related to the device or therapy, and was told that they needed to place the device into MRI mode and turn the therapy off. The patient had not used the device in a long time because it did not work for them. The therapy was off. The reporter wanted to know if that was enough to have the MRI performed since therapy was already off. It was noted that the patient had not used therapy in a while, I might not have any charge to it, they asked ¿if it doesn't can patient just recharge implantable neurostimulator (ins).¿ the potential for overdischarge was reviewed especially when the patient had not recharger the ins in at least three months. The patient had not tried the programmer or recharger yet. It was reviewed that if neither the programmer or recharger communicate with the ins, then most likely the patient¿s ins was in overdischarge and patient would need to follow-up with their health care professional (hcp) for physician mode recharge (pmr). It was reviewed that if the device communicate, then the patient would want to recharge the ins and then place device into MRI mode. The patient/caller was to follow-up with their hcp. They would see if the external equipment communicates with then ins and if so then place the ins into MRI mode. They were reminded to maintain a full charge on the ins even if the patient was not using it. The event date was unknown. Other relevant medical history includes spinal pain and failed back surgery syndrome.

Event description:
Additional information was received from a family member of the patient and a manufacturer representative. There was poor communication screen on the patient programmer, and they could not connect to the implantable neurostimulator using the patient programmer or the implantable neurostimulator recharger. There was reposition antenna screen on the implantable neurostimulator recharger. They had tried moving the implantable neurostimulator recharger antenna all over, but it still wouldn't connect. The patient had the implantable neurostimulator turned off for several months because the patient has only been using the pain pump. The manufacturer representative was able to pull the battery out of overdischarge. They were able to get the battery to normal charging level and clear the power on reset with the clinician programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.